Event description:
The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check. This condition presented during user initiated testing; there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check. This condition presented during user initiated testing; there was no pt involvement. Philips evaluated the device and confirmed this malfunction. Philips replaced the processor pca to resolve this malfunction.